Event description:
It was reported the pt's charger malfunctioned and parts on the charger melted. It was reported the pt was not injured during the event. The pt was sent a replacement charging system. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.